Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of the meter's memory, the originally alleged results from (B)(6) 2014 were not found. Results of 22.6 mmol/l and 11.0 mmol/l were located on (B)(6) 2014, 2 minutes apart.

Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 22.0 mmol/l and 9.0 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.